Event description:
A (B)(6) repair bench tech reported an ac power module failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A (B)(6) repair bench tech reported an ac power module failure. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.